Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "we received an e-mail from the customer stating that the staff from the hospital could not detect that the tubing set was empty while it was connected to the patient. When the nurse entered to the room to check the system, observed that the system was empty from the bag that should have had drug in it up to the patient connection. The pump did not alarm. When checking the pump, "the air alarm" was disconnected and could not be modified. Treatment parameters: rate. - 5ml/h, vtbi. - bag volume of 200 ml, time. - 24 h, mode. - continue. What catheter was used (size of catheter, type catalog number, manufacturer, etc. ) -epidural what drug was administrating to the patient - levobupivacaine perfusion to epidural catheter. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "we received an e-mail from the customer stating that the staff from the hospital could not detect that the tubing set was empty while it was connected to the patient. When the nurse entered to the room to check the system, observed that the system was empty from the bag that should have had drug in it up to the patient connection. The pump did not alarm. When checking the pump, "the air alarm" was disconnected and could not be modified. Treatment parameters: rate. - 5ml/h. Vtbi. - bag volume of 200 ml. Time. - 24 h. Mode. - continue what catheter was used (size of catheter, type catalog number, manufacturer, etc.? ) -epidural. What drug was administrating to the patient? - levobupivacaine perfusion to epidural catheter. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no".